Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. Complaints were received during this report period and was determined to be misapplication. The reported devices was labeled for single use and was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with comprising material(s) being pulled. These reports were received from various sources. No patient information was confirmed.